Manufacturer narrative:
(B)(4). Pump was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked battery tube threads. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip.

Event description:
The customer reported via phone call that the reservoir compartment lip was chipped. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.